Event description:
The patient was reportedly implanted with an ams perigee with intepro mesh on (B)(6) 2006, by dr. (B)(6), at (B)(6) for anterior and posterior pelvic floor repair. Following this operation, the patient had pain and discomfort in her vagina. This was reportedly due to eroded ams perigee with intepro mesh. The patient was then implanted with a biodesign 4-layer tissue graft on (B)(6) 2009, by dr. (B)(6). The patient and her attorney alleged that following the second operation, the patient experienced persistent urinary tract infections, developed pain in her back which radiated down both her legs, and has been unable to have sexual intercourse since the insertion of the ams perigee with intepro due to pain with intercourse. A review of the patient medical records revealed the details below. The patient was implanted with the ams perigee with intepro mesh on (B)(6) 2006. The patient presented with pain and vaginal discomfort in 2007. On (B)(6) 2007, the patient underwent a hysteroscopy, removal of mirena coil, trimming of exposed ams perigee with intepro mesh, and resuturing of her vagina. At this time, a 1 cm x 1 cm piece of the ams perigee with intepro was trimmed. This procedure was performed by dr. (B)(6). Following the 2007 surgery, the patient presented with constipation, vaginal bleeding, lower back pain which radiated down her legs and persistent urinary tract infections. Since the 2006 placement of the ams perigee with intepro, the patient was unable to have sexual intercourse due to pain. On (B)(6) 2009, the patient underwent a hysteroscopy, dilation and curettage, trimming of exposed mesh (perigee), pelvic floor repair, and sacrospinous mesh fixation with biodesign 4-layer tissue graft. This procedure was performed by dr. (B)(6). On (B)(6) 2012, the patient underwent trimming of the ams perigee with intepro mesh performed by dr. (B)(6), 0.5 cm of mesh was trimmed. The patient has had various consultations with gynecologists and has since been referred to a chronic pain team. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegation and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign 4-layer tissue graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant; however, the patient symptoms appear to have been present prior to the placement of the biodesign 4-layer tissue graft. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.